Event description:
It was reported that the customer had an unspecified cartridge issue. Customer reverted to manual insulin delivery. Customer¿s blood glucose was 402 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.